Event description:
The user facility reported that there was difficulty with vascular access and wire passage while using the glide access device involved. The distal end of the wire fragmented while trying to withdraw it through the access needle. The first device became too misshaped for continued use, requiring use of a second device. The procedure performed was brachiocephalic fistulogram. The procedure sheath used was a micropuncture sheath included in the kit. There was difficulty with fistula venous outflow access. A pre-deployment angiogram was performed. The estimated blood loss was less than 20ml. A surgical procedure was needed to remove the sheered wire. The patient was in stable condition. The surgery was successful. The event occurred intra-operative.

Manufacturer narrative:
Weight: 94.4 kgs. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: vascular surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One ik 4 french guidewire and packaging were returned for product evaluation. The guidewire was subject to visual analysis. The guidewire appears to be stretched and measures a total length of 59.5cm. There is a separation on the guidewire at 6.6cm from the tip of the guidewire. The distal end of the guidewire is fragmented. The complaint can be confirmed for guidewire separation because the sample was returned for assessment. The exact root cause could not be determined. The likely root cause is the guidewire was withdrawn through the access needle and encountered resistance, causing the wire to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).